Manufacturer narrative:
Exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, local reaction and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption # e2007003. It was reported (via FDA medwatch 5085083) that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor breast implants (375cc on the left side and 400cc on the right side) and experienced several unexplained systemic symptoms including brain fog, severe memory loss, loss of concentration, insomnia, extreme fatigue, depression, irritable bowel syndrome, eosinophil esophagitis, food allergies, shortness of breath, pain in right shoulder and under left arm, anxiety, chest pain, neck pain, nerve blocks, vasospastic angina, migraines, dry skin, nipple discharge, itching of right breast, dehydration, sciatica, vision changes, restless leg, ringing in ears and loss of upper body strength post-operatively. The patient also experienced rupture on the left side and capsular contracture on the right side. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's left-sided device.